Event description:
A medtronic representative reported that during a cranial resection procedure the navigation system arm was loose and caused the reference frame moved. The surgeon re-positioned the frame, confirmed accuracy and completed the procedure with the use of the navigation system. There was no impact on patient outcome. The delay due to this issue was approximately 10 minutes.

Manufacturer narrative:
No parts have been received by the manufacturer for analysis.